Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system turned off (shutdown). The fse reported that system functionality was restored by the customer with a reboot. There is no report of death or serious injury associated with this complaint.